Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged power error and battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The history download was successful using thus software. The pump passed the displacement test, sleep current, active current measurement test and self test. However, battery out limit alarmed on (B)(6) 2021 on 12:53:29:00-1254:10. And low battery alert alarmed on (B)(6) 2021 on 04:18:00 found in history file. The pump was cut open and no moisture damaged on electronic assembly noted during visual inspection. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. In summary, the pump was received with minor scratched case and cracked battery tube threads. The pump was monitored for several hours and no unexpected battery lasts less than expected noted.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery alarm. The customer stated that the battery did not lasts more than a week. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.